Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. A separate related initial report for faradrive device will be submitted for this event.

Event description:
It was reported that during atrial fibrillation ablation procedure, a faradrive steerable sheath and farawave catheter was selected for use. Procedure progressed from left superior pulmonary vein (lspv) to left inferior pulmonary vein (lipv) to posterior wall to right inferior pulmonary vein (ripv) with no avail. After delivering 8 lesions in the ripv, physician moved catheter to the posterior wall and began ablation again. At this time, physician noted the blood pressure was 80/60 and asked anesthesia to pay close attention to it and if there was anything of note. Anesthesia stated that he had observed no change in patient status other than the blood pressure drop. The physician then manipulated intracardiac echocardiography (ice) catheter to view the right ventricle and noted fluid in the pericardial space. At that point, he ended the ablation and asked his staff to contact a cardiologist for a pericardiocentesis. All catheters except for the cs catheter were removed. Heparin was stopped and reversed. The patient was then prepped for the pericardiocentesis. Once the pericardiocentesis was performed, the patient blood pressure recovered to normal limits, 130/70. The physician observed the drain for another 30 minutes and noted no additional blood drain. Physician stated that while inserting the non-boston scientific wire in the ripv, he felt resistance and proceeded to advance the wire. Patient was to be remanded to the intensive care unit for further observation. The patient was discharged home the following day.